Event description:
The customer contact reported during preventive maintenance testing the device did not pass the touchscreen test and could not be calibrated. There were no reports of any adverse pt events or delay in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found the device touchscreen was not responsive when pressed. During review of the device history touchscreen fail errors were noted. The probable cause was contamination due to fluid ingress on the bottom and top edges of the touchscreen. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.